Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: an operative report detailing hernia repair with alleged gore mesh was not provided.] Product identification for the alleged gore device were not provided. (B)(6) 2011: (B)(6) hospital. Preoperative record. Nurse¿s note. Weight 421 lb, bmi 58.7. Allergen: tape. Reaction: rash. (B)(6) 2012: (B)(6) hospital. Preoperative record. Nurse¿s note. Weight 400 lb, bmi 55.8. (B)(6) 2012: (B)(6) hospital. Intraoperative record. Nurse¿s note. Asa 3. (B)(6) 2012: (B)(6). (B)(6), md. Operative report. Surgeon ID#: (B)(6). Assistant: (B)(6), cfa. Preoperative diagnoses: morbid obesity with a weight of 400 pounds, previous gastric bypass and previous incisional hernia repair using mesh, history of headaches and pseudotumor cerebri. Postoperative diagnoses: morbid obesity with a weight of 400 pounds, previous gastric bypass and previous incisional hernia repair using mesh, history of headaches and pseudotumor cerebri with extensive adhesions. Procedures: laparotomy, lysis of adhesions, takedown of gastric bypass, and revision to duodenal switch. Anesthesia: general by endotracheal tube. Fluids given: 4800. Urine output: 600. Blood loss: 300. Procedure in detail: ¿patient was placed in the supine position. General anesthesia via endotracheal tube was induced. Foley catheter was placed. The abdomen was prepped and draped, and ioban drape was placed. The upper midline incision was reopened sharply and deepened with cautery. We divided the fascia and found gore-tex mesh underneath secured with protack circumferentially. We cut through the mesh with scissors and performed lysis of adhesions in the upper abdomen. Eventually, we placed a retractor system. The liver was densely adherent to the anterior abdominal wall. The omentum and stomach were adherent to the undersurface of the left lateral segment of the liver. The patient had a prior cholecystectomy. As well as a retrocolic retrogastric gastric bypass. Overall operative time was 5 hours and 54 minutes. Of this approximately, 2-1/2 to 3 hours was involved in lysing adhesions of the small bowel underneath the transverse mesocolon. Eventually, we exposed the distal bypass stomach. The proximal bowel, the roux limb, the jejunojejunostomy, the distal small bowel were satisfactory. I used a harmonic scalpel to mobilize the greater curvature of the distal bypass stomach entering the lesser sac where we visualized the roux limb. I mobilized this up to the spleen under the angle of his and reflected this distal stomach medially exposing the roux limb and the gastric pouch. I was able to identify the gastrojejunostomy as well as the end of the roux limb on the left side. We mobilized the top of the bypass stomach downward away from the spleen and downward away from the gastric pouch. We identified the proximal duodenum after lysis of adhesions. We examined the terminal ileum and measured with a 50-cm tape 100-cm proximal to the ileocecal valve. We marked the ileum there with a 3-0 silk suture. I then measured an additional 150-cm proximal constituting her alimentary limb. I marked that point on the small bowel with a 3-0 silk suture. Following this, I opened the end of the roux limb, irrigated with antibiotic-containing saline, and inserted the anvil of a 25-mm circular stapler. We previously made a small opening on the anterior gastric pouch above the gastrojejunostomy and brought a 2-0 prolene through that. This was tied to the anvil, which was placed in the open end of the roux limb and guided into the gastric pouch and out the anterior aspect. I then used an echelon 60-mm green stapler to divide the pouch of the staple line. I used a white stapler to divide the roux limb just below the gastrojejunostomy and the specimen was removed. I then used a green stapler to transect the upper portion of the distal bypass stomach. We made a gastrotomy [sic] in the left lower aspect of the distal bypass stomach, irrigated the distal stomach with antibiotic-containing saline, and inserted the 25-mm circular stapler. The spike was brought out just above the fresh staple line in the proximal position of the bypass stomach. This was joined to the anvil, which was screwed down and fired. Both doughnuts were good. I then used a sequence of green staplers to perform a sleeve gastrectomy beginning approximately am [sic] proximal to the pylorus along the greater curvature. A 34-french bougie was inserted through the gastrojejunostomy and guided into the distal antrum. We used this as a guide in stapling proximally performing a sleeve gastrectomy. The upper portion of this transection was just lateral to the gastrojejunostomy. I then used two 2-0 ethibond sutures to imbricate the left lateral aspect of the gastric pouch. We then used a white stapler to divide the small bowel at the 150-cm mark, where a silk suture had been placed (150-cm proximal to the 100-cm common limb). We used a white stapler to divide the biliopancreatic limb just proximal to the jejunojejunostomy and approximated this end with a newly divided end of the proximal roux limb. These two ends were anastomosed together in a functional side-to side manner using the white stapler forming bother the longitudinal staple and also the closure of the anterior opening longitudinally. I placed 2 anti-obstruction sutures of 3-0 silk. Following this, I brought the proximal end of the alimentary limb through an opening in the transverse mesocolon on the right side in row lay in proximity to the proximal duodenum. I mobilized the proximal duodenum with right-angle clamps and harmonic scalpel. Approximately 2.5-cm distal to the pylorus, I used a blue stapler to divide this and immobilized the proximal portion. I brought the alimentary limb in apposition to this and performed and end-to-side hand sewn anastomosis using an outer interrupted 3-0 silk sutures and a running inner layer of 3-0 vicryl (running locking on the back row and canal and on the anterior row). Following the outer 3-0 silk interrupted layer, we tacked the mesenteric defects circumferentially with interrupted 3-0 silk sutures and closed the space underneath the alimentary limb to prevent internal herniation. Following this, we took the proximal small bowel, which we had divided at the marked 250 cm proximal to the ileocecal valve. I moved this down to the 100-cm mark above the ileocecal valve and performed a stapled enteroenterostomy. The mesenteric defect was closed with a running 3-0 silk suture. Following this, an orogastric tube was inserted into the sleeve gastrectomy and 60 ml of methylene blue were instilled. No leakage noted. Following this, we brought two 10-mm jp drains one from the left placing it over the sleeve gastrectomy and one from the right placing it over the duodenal stump. Antibiotic irrigation was performed. All sponge, instrument, needle counts were correct. I closed the incision in the midline with a running #1 pds looped suture beginning from the bottom, finishing from the top, and tying the 2 together. The retractors have been removed. The subcutaneous tissue was irrigated with containing-saline and the dermis was approximated with interrupted 3-0 vicryl sutures. The skin was closed with a running 4-0 monocryl subcuticular suture. Bandages and tape were applied. She was awakened, extubated, and transported to recovery.¿ (B)(6) 2012: (B)(6) hospital. Lab. Wbc 9.7. (B)(6) 2012: (B)(6)hospital. (B)(6), md. Pathology report. Accession number: (B)(4). Clinical history: morbid obesity. Microscopic diagnosis. Site a: end of roux; excision: small bowel wall with congestion; gastric wall with no significant pathology. Site b: proximal stomach; excision: gastric wall with congestion and hemorrhage. Site c: distal stomach; excision: gastric wall with congestion and hemorrhage. Site d: mesh with attached soft tissue; removal: synthetic material with fibrosis and foreign body giant cell reaction. Gross tissue description. Site a: designated as ¿end of roux¿, labeled with the patient¿s name and received fresh, is a wedge shaped segment of small bowel with two stapled margins. The segment measures 1.0-3.0 cm in length and 4.0 cm in diameter. The specimen is previously opened in the middle. The external surface is pink-tan and smooth. The mucosa shows congestion. Representative sections are submitted as follows: cassette a1 ¿ margins. Cassette a2 ¿ random. Site b: designated as ¿proximal stomach¿, labeled with the patient¿s name and received fresh, is a wedge-shaped specimen of stomach with one staple line; measures 6 cm in length and 2.5-4.8 cm in diameter. The external surface is pink-tan and smooth. The mucosa shows congestion. Representative sections are submitted as follows: cassette b1 ¿ margin. Cassette b2 ¿ random. Site c: designated as ¿distal stomach¿, labeled with the patient¿s name and received fresh, is a specimen that consists of a segment of stomach with an l-shaped staple line; measure 15 cm in length and 2.7 cm in average diameter. The greater curvature measures 17 cm in length. The inferior end of the specimen is marked by a black suture. 5.5 cm away from this and the specimen is previously opened and this opening measures 2.5 cm in diameter. On opening scant amount of blood is present in the lumen. The mucosal surface shows maintained folds with congestion. Representative sections are submitted as follows: cassette c1 ¿ superior margin. Cassette c2 ¿ lesser curvature margin. Cassette c3 ¿ inferior margin. Cassette c4 ¿ random. Site d: designated as ¿mesh¿, labeled with the patient¿s name and received fresh, is a specimen that consists of two pieces of mesh covered with soft tissue that measure 13 x 1.5 x 0.5 cm and 15.5 x 2.0 x 0.5 cm respectively. Two metallic clips are present at one end of each of these fragments. Representative sections are submitted in cassette d1. (B)(6) 2012: (B)(6). (B)(6), md. Radiology-x-ray upper gastrointestinal, with kidney, ureter, bladder, single contrast. Modified barium esophagram. Impression: no evidence of anastomotic leak or obstruction status post biliopancreatic diversion with duodenal switch. (B)(6) 2012: (B)(6). (B)(6), md. Operative report. Surgeon ID#: (B)(6). Assistant: (B)(6), cfa. Preoperative diagnoses: dysphagia with occasional nausea and vomiting after duodenal switch and takedown of gastric. Postoperative diagnoses: dysphagia with occasional nausea and vomiting after duodenal switch and takedown of gastric. Procedure: upper endoscopy into esophagus, gastric sleeve, and ileum. Anesthesia: mac [monitored anesthesia care]. Fluids given: 400 ml. Blood loss: none. Procedure in detail: ¿patient was placed in the partial sitting position. Intravenous sedation was established. A bite block was placed. A gastroscope was introduced orally. The esophagus itself appeared satisfactory. We entered the proximal gastric pouch and did not see any ulceration and saw the gastrogastric anastomosis, which was patent without stenosis or ulceration. I entered the gastric sleeve and followed that down to the pylorus. There was not any significant stenosis in the midportion of the sleeve. I entered the duodenum, then saw the duodenum ileostomy, which at a small amount of exudate at one side, I scoped into the ileum about 10 cm and did not see any evidence of ulceration or bleeding. The scope was withdrawn. She was awakened and transported to recovery.¿ (B)(6) 2012: (B)(6) hospital. Preoperative record. Nurse¿s note. Weight 289 lb, bmi 40.3. (B)(6) 2012: (B)(6). (B)(6), md. Operative report. Surgeon ID#: (B)(6). Assistant: (B)(6), cfa. Preoperative diagnosis: recurrent incisional hernia, with migration mesh and subcutaneous abscess. Postoperative diagnosis: recurrent incisional hernia, with migration mesh and subcutaneous abscess with peri fascial abscess, infected mesh involving small bowel. Procedure: laparotomy, drainage of subcutaneous and peri fascial abscesses, resection of mesh, resection of the infected tissue, segmental small bowel resection with primary anastomosis and repair of recurrent incisional hernia and lysis of adhesions. Anesthesia: general by endotracheal tube. Fluids: 3300. Urine output: 700. Blood loss: 300. Procedure in detail: ¿this 31-year-old female was laid in the supine position. General anesthesia via endotracheal tube was induced. Foley catheter was placed. The abdomen was prepped and draped. We made a small midline incision around the umbilicus over an area of fluctuance and drained purulence. This was cultured. We entered a subcutaneous abscess cavity with indurated walls. These were resected. I deepened the incision and found additional purulence near the fascia. This was suctioned, cultured, and irrigated and we found a tract taking down toward the mesh above the umbilicus, which had migrated into an incisional hernia. We extended our incision above and below the umbilicus and entered the abdomen and lysed small bowel adhesions to the fascia. Serosal tears were repaired with interrupted 3-0 silk sutures. We placed a bookwalter retractor and examined the small bowel. We found the dilated anastomoses. There was no fluid around them. We resected mesh from both the right and the left sides including the spiral metal fasteners. Some mesh was left more superiorly in the abdomen on each side. We did not see any evidence of an intra-abdominal abscess and the small bowel was viable. There was a section of small bowel which was densely adherent to a section of mesh which we cut away. I could not separate the mesh from the small bowel which was mildly indurated at that point, because this was likely the origin of the fistulous abscess. I performed a segmental small bowel resection of approximately 3 inches and performed a hand-sewn two-layer anastomosis end to end. The mesentery was closed with 3-0 silk sutures. Following this, antibiotic irrigation was performed. We removed the bookwalter retractors and closed the fascia in the midline with interrupted number 1 pds sutures. We closed the dermis with interrupted 3-0 vicryl sutures and placed telfa and betadine soaked wicks in between. Bandages and tape were applied. She was awakened and transported to recovery.¿ (B)(6) 2012: (B)(6) hospital. (B)(6) md. Pathology report. Accession number: (B)(6). Clinical history: incisional hernia. Microscopic diagnosis. Site a: fistulous tract; excision: fibroadipose tissue with sinus/fistula tract lined by severe predominantly chronic inflammation and granulation tissue. Site b: abdomen, umbilical hernia; excision: fibroadipose tissue with severe acute and chronic inflammation granulation tissue, occasional foreign body giant cells and focal necrosis. There is a focal area with features consistent with a sinus tract. Site c: abdomen, skin and subcutaneous tissue; excision: skin and subcutaneous tissue with severe acute and chronic inflammation, abscess formation and focal necrosis. Site d: abdomen, umbilical hernia; excision: fibroadipose tissue with a sinus tract lined by severe acute and chronic inflammatory infiltrate and granulation tissue. Site e: abdomen, mesh; removal: fibroadipose tissue with severe acute and chronic inflammation, granulation tissue, and occasional foreign body giant cells. Site f: small bowel; excision: small bowel with focal scar-like fibrosis, granulation tissue and severe acute and chronic inflammation in the serosa; there is a foreign body giant cell reaction to polarizable foreign material. Chronic inflammatory infiltrate is present in the muscularis propria and the lower one third of the submucosa. The margins show focal acute serositis but are otherwise viable. Site g: abdomen, mesh; removal: synthetic mesh material with attached fibrous tissue showing foreign body giant cell reaction. Gross tissue description. Site a: designated as ¿fistulous tract¿, labeled with the patient¿s name and received fresh, is a piece of skin and subcutaneous tissue that measures 3 x 2 x 0.8 cm. An irregular abscess-like area is present on one side that measures 1 x 0.8 cm. After serial sectioning, a 0.4 cm long sinus tract is identified. The representative sections are submitted in cassettes a1 and a2. Site b: designated as ¿hernia umbilical tissue¿, labeled with the patient¿s name and received fresh, is a piece of fibroadipose tissue that measures 4 x 2.5 x 1.2 cm. Areas of hemorrhage and focal necrosis are present. Representative sections are submitted in cassettes b1 and b2. Site c: designated as ¿subcutaneous abscess¿, labeled with the patient¿s name and received fresh, is a piece of skin and subcutaneous tissue that measures 5 x 2.5 x 1.0 cm. The overlying skin measures 5.4 x 1.1 cm. The underlying dermis and subcutaneous tissues show an abscess that measures 2.7 x 1.8 x 0.6 cm. Representative sections are submitted in cassette c1. Site d: designated as ¿hernia umbilical tissue¿, labeled with the patient¿s name and received fresh, is a piece of fibroadipose tissue that measures 4 x 2.5 x 1.2 cm. Serial sectioning reveals presence of a sinus tract that measures 1.2 cm in length. Representative sections are submitted in cassettes d1 and d2. Site e: designated as ¿mesh¿, labeled with the patient¿s name and received fresh, is a piece of pink-tan fibroconnective tissue that measures 1.7 x 0.7 x 0.3 cm. The specimen is entirely submitted in cassette e1. Site f: designated as ¿small bowel with adherent mesh¿, labeled with the patient¿s name and received fresh, is a segment of small bowel that measures 4 cm in length and 2.8 cm in diameter; the specimen is stapled at both the margins. The serosa shows presence of an irregular tan and hemorrhagic area that measures 4 x 2 x 0.8 cm. The rest of the external surface is pink-tan and smooth. The mucosa is edematous and pale pink. Representative sections are submitted as follows: cassettes f1 ¿ margins. Cassettes f2-f3 ¿ representative sections. Site g: designated as ¿mesh¿, labeled with the patient¿s name and received fresh, is a specimen that consists of two pieces of mesh that measures 11.5 x 3.5 x 0.2 cm and 17 x 4 x 0.2 cm respectively. The pieces are covered with a thin layer of pink-tan connective tissue. Multiple silver metallic rings are present in the mesh. Representative sections are submitted in cassette g1. (B)(6) 2012: (B)(6). (B)(6), md. Radiology-interventional radiology insert peripherally inserted central catheter line. History: long-term medication requirement. Impression: successful placement of 33 cm dual-lumen 5 french peripherally inserted central catheter into right basilica vein with its distal tip at superior vena cava/atrial junction. (B)(6) 2012: (B)(6). (B)(6), md. Radiology-intervention radiology insert peripherally inserted central catheter line. Indication: longterm medication requirement. Tolerated procedure well without immediate complications. (B)(6) 2013: (B)(6). (B)(6), md. Radiology-CT guided needle biopsy. CT-guided fine-needle aspiration of small cystic collection posterior to left mash [sic] status post surgical repair. Impression: CT guidance demonstrates small loculated fluid collection with thickened rim in region of left anterior abdomen deep to rectus muscle below surgical mesh. Using strict sterile technique this was localized with thin section axial CT guidance a 1% lidocaine was used to anesthetize subcutaneous tissue. 21-gauge needle was advanced into collection and confirmed with CT. Aspiration failed to gain aspect of any fluid however 0.1 cc of tissue was aspirated from collection and placed in cortical bile and sent for culture and sensitivity. No immediate complications. Tolerated procedure well without incident. Post procedure CT scan documents no complications. (B)(6) 2013: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2013 procedure was not provided.] ??/??/14: [missing records: records for the CT scan showing ¿recurrent hernias¿ were not provided.] (B)(6) 2014: (B)(6) hospital. Intraoperative record. Nurse¿s note. Weight 269 lb, bmi 37.5. Asa 3. (B)(6) 2014: (B)(6). (B)(6), md. Operative report. Surgeon ID#: (B)(6). Assistant: (B)(6), cfa. Preoperative diagnosis: recurrent incisional hernias. Postoperative diagnosis: recurrent incisional hernias. Procedure: repair of recurrent incisional hernias with ventrio mesh. Anesthesia: general by endotracheal tube. Fluids: 1600. Urine output: 800: blood loss: 50. Procedure in detail: ¿this is a 33-year-old female had a previous gastric bypass and revised to a duodenal switch. Subsequent to that, infected mesh which had been previously placed was excised. CT scan did show recurrent hernias involving small bowel in the midline with a dilated colon and constipation.¿ procedure in detail: ¿she was placed in the supine position. General anesthesia via endotracheal tube was induced. Ancef 2 g were given IV as well as 5000 units of heparin subcutaneously. No og [orogastric tube] tube was needed. The abdomen was prepped and draped. An ioban drape was placed. After infiltration of 0.25% marcaine, I opened the midline incision with a 15 blade and deepened this with a blade and with cautery. The fascia was divided. The abdomen was entered and a careful lysis of adhesions was performed. We noted a dilated sigmoid colon and there were some adhesions of small bowel to the peri-midline fascia, which were divided. I carried the dissection superiorly where there were more dense adhesions to the herniated areas and mobilized the bowel and the omentum away from the fascia. We extended the incision and the fascia to above the hernias. I then began to close the incision both top and bottom with a running #1 pds suture. Fine closure technique was used with the sutures separated by 2-3 mm. When I reached the midpoint where the hernias were, I inserted a 3.1 x 4.7 inch ventrio mesh with the polypropylene side upward. I used a sorbafix tacker to tack the mesh to the abdominal wall circumferentially with 2 tacks in each quadrant, 4 on the left, 4 on the right. I then continued to close the midline fascia over the top of the mesh again with a fine closure technique using #1 pds suture. The sutures were tied to each other. Antibiotic irrigation had been used copiously throughout. I then closed the subcutaneous tissues in layers using running 3-0 vicryl and the skin was closed with 4-0 monocryl subcuticular suture. Bandages and tape were applied. She was awakened and transported to recovery.¿ (B)(6) 2014: (B)(6) hospital. Intraoperative record/operating room implant record. Implant sticker. Ventrio¿ hernia patch. (B)(6) 2014: (B)(6) hospital. (B)(6), md. Pathology report. Accession number: (B)(6). Clinical history: 33-year-old female, incisional hernia. Microscopic diagnosis. Site a: hernia sac, excision: hernia sac. Gross tissue description. Site a: designated as ¿incisional hernia¿, received fresh in a container and labeled with the patient¿s name is single fragment of fibromembranous tissue measuring 3.6 x 2.0 x 0.5 cm. The external surface is smooth and pink-tan. Sectioning reveals white-tan firm cut surface; no necrotic or hemorrhage areas identified. The entire specimen is submitted in cassettes a1-3. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following possible complications among others: ¿complications which may occur include, but are not limited to, infection, seroma formation, adhesions, hematomas, inflammation, fistula formation and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot # of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ although the brand name and lot # of a gore device has not been provided, instructions for use for the vast majority of gore's eptfe patch products also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent a hernia repair in 2005 whereby a "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred. It was reported the patient alleges the following injuries: revision surgery on (B)(6) 2012; mesh migration, infected mesh involving small bowel on (B)(6) 2012. Additional event specific information was not provided.